Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: gwo, gxr. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a cranial closure procedure performed on (B)(6) 2018, the tip of the screw blunted twice and didn't screw. Surgeon used another screw to complete the procedure. There was no surgical delay and no patient consequences reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this device history record (DHR) review is for sterilization procedure only: part: 04.503.104.01s; lot: l782062; manufacturing site: (B)(4); release to warehouse date: february 20, 2018; expiry date: february 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Non-sterile 04.503.104.20 / h408877 was manufactured in us, monument; manufacturing date: july 19, 2017 quantity 140, july 19, 2017 quantity 17; part: 04.503.104.20, ti matrixneuro screw self- drilling 4mm lot: h408877 (non-sterile); lot quantity: 157. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label logs lppf were reviewed and determined to be conforming. Packaging boms were reviewed and all packaging components issued met documented requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: method code 4113 was inadvertently reported and should not be associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.